Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The customer's returned pump was destroyed by smiths medical at the direction of the customer prior to a full and complete investigation being completed. Physical condition of device showed excessive fluid ingression in multiple areas of the pump's interior including the plunger head. Reported issue was verified. The root cause of the reported issue was excessive fluid ingression in multiple areas of the pump's interior including the plunger head. The fluid ingression was caused by the customer operating the pump in a vertical position which is prohibited by the instructions for use. This device is designed to be used in a horizontal position. If the pump is operated in any other position (including vertical), there is an increased potential for fluid leaking into the pump. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump.

Event description:
It was reported that force sensor test event occurred. No patient injury reported.